Event description:
Linear cutter device was being used during an operative procedure. It was reloaded twice and worked. The third reload would not fire. The device was removed from sterile field and given to materials coordinator. The doctor was operating device. A new linear cutter was opened and used. There was no harm to the patient.